Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the vessel closure device was used, the blood pressure dropped. It was thought that the valve frame had continued to expand and some calcium above the left main coronary artery caused the occlusion. A small sinus of valsalva (sov) was also noted. One hour and fifteen minutes of attempted coronary access as well as cardiopulmonary resuscitation (CPR) were attempted. The patient expired. The cause of death was an occlusion of the left main coronary artery. The transfemoral approach was used. The patient's anatomy was not tortuous with an average amount of calcium.

Manufacturer narrative:
Conclusion: a device history record review could not be performed as the serial number was not provided. Also, a device history review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. A coronary occlusion post transcatheter aortic valve deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, it was reported that the patient had a patient had a small sinus of valsalva (sov) and calcification calcium above the left main coronary artery. Given this information, it appears that the occlusion was due to both patient anatomy and calcification levels. However, without angiographic records for review, we are unable to conclusively determine the root cause. This event does not indicate device misuse or malfunction. Codes: updated results and conclusion codes on this report. If information is provided in the future, a supplemental report will be issued.